Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor did not release after second press with serter. Customer reported that sensor cannula broke off and was stuck in the skin. Customer's blood glucose was 209 mg/dl. After troubleshooting, customer was advised that sensor would be replaced.

Manufacturer narrative:
Evaluated one opened/used sensor and found needle hub separated from sensor's base. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.